Event description:
A customer in (B)(6) notified biomerieux of the misidentification of an acinetobacter species in association with the vitek® 2 gn ID test kit (reference 21341). Vitek 2 identified the isolate as klebsiella oxytoca. Using api, the customer obtained the identification of acinetobacter. There is no indication or report from the laboratory that the discrepant quality result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer reported a misidentification of an acinetobacter species as klebsiella oxytoca in association with the vitek® 2 gn ID test kit (reference 21341). An investigation was performed. No set up information was provided by the customer. It was not possible to evaluate the submitted lab report without a definitive species identification, since the gn card claims multiple species of acinetobacter. An increased number of atypical reactions can indicate contamination, mixed culture, compromised viability of the strain, use of non recommended media or other user set up errors or an atypical strain. However without the strain, lab reports or raw data it's not possible to further evaluate the cause of the misidentification. The vitek 2 gn lot # 2410268203 met final qc release criteria and passed initial qc performance testing.